Event description:
10ml saline flushes with lot # 5064717 are very difficult to flush. I personally tried several from that lot number and once you get to about 3ml's left it is almost impossible to move the plunger.